Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with the pulse generator exhibiting back up vvi operation. No medical intervention was reported.